Manufacturer narrative:
No product has been returned for evaluation. No lab culture results were provided to confirm the reported event. No root cause can be confirmed at this time.

Event description:
During literature review it was identified there were 174 complications encompassing 15 studies with 336 magec patients. Of the reported complications, there were eight postoperative infections. No other information was provided.